Event description:
During review of the programming history for the patient's vns generator, it was observed that a computer software error occurred on (B)(6) 2008 which changed the generator to unintended programmed settings. The normal pulse width, magnet pulse width, and magnet on time were not corrected after the system diagnostic test. Although the device was programmed off, these settings were never corrected. Prior to the anomaly, settings were 1ma /20 hz/ 500 microseconds /30 seconds on/3 minutes off; magnet: 1.25 ma/ 500 microseconds /60 seconds on. Afterwards, the pulse width was changed to 250usec, magnet pulse width to 250usec and magnet on time to 30sec.

Manufacturer narrative:
Analysis of programming history.